Manufacturer narrative:
Information was received via the (B) (4) study database that 21 days post procedure, the patient died. It was indicated as unrelated to the cordis product and unrelated to the index procedure; however, the cause of death is unknown. At index procedure the (B) (4) male (B) (4) with a history of coronary artery disease and hypertension was consented to the (B) (4) study. It was indicated that the patient was asymptomatic. Baseline (B) (6) stroke score was documented as 4 with history of stroke. Pre-procedure medications were aspirin and clopidogrel. Bivalirudin was administered during the procedure. The target lesion location was the proximal left internal carotid artery (l5). There was no occlusion in the contralateral carotid. Reference vessel diameter was 5.2. Target lesion diameter stenosis was 90%. Lesion length is 28.0. Total length of stented segment was 40.0. Qualitative lesion calcification was mild. Vessel tortuosity by visual inspection was mild. Geometry of lesion was eccentric. An angioguard (601814rmc/lot no. 70807503) distal protection device was used, deployed and retrieved successfully with no technical problems. Pre-dilatation of the lesion was performed. A precise stent (pc0840rxc/ lot no. 13305691) was implanted for treatment of target lesion. There was no malfunction with the stent. There was no debris found in the angioguard basket upon retrieval of the angioguard device. The procedure was completed. Post-procedure medications were aspirin and clopidogrel. The patient was taken from the angio suite with no neurological deficit. Cardiac enzymes were below upper limit. The patient was discharged the following day with aspirin and clopidogrel prescribed. (B) (6) stroke score and (B) (6) were documented as 3 at discharge with no adverse events. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Although death is a known possible adverse event associated with carotid artery stenting, with the lack of information available, it is not possible to draw a clinical conclusion between the device and the reported death of unknown cause. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that a pt underwent a crown lengthening dental procedure on (B) (6) 2010 and suture was used. Post-operatively the surgeon noted localized redness and swelling. There were no other signs of infection and the symptoms cleared without the use of antibiotics.

Event description:
The patient underwent a carotid stenting procedure on (B) (6) 2008,.the patient expired twenty one days post procedure from medical reasons (neoplasm, renal, etc.) Additional information was stating that the cause of death was reported as unknown. An (B) (6) male was consented to the (B) (4) study on (B) (6) 2008. The target lesion location was the proximal left internal carotid artery (l5). There was no occlusion in the contralateral carotid. Reference vessel diameter is 5.2 target lesion diameter stenosis was 90%. Lesion length is 28.0. Total length of stented segment was 40.0. Qualitative lesion calcification was mild. Vessel tortuousity by visual inspection was mild. Geometry of lesion is eccentric. Pre-dilatation of the lesion was performed. An angioguard (601814rmc/lot no. 70807503) distal protection device was used, deployed and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent (pc0840rxc/ lot no. 13305691) was implanted for treatment of target lesion. There was no malfunction with the stent. The procedure was completed. Post-procedure medications were aspirin and clopidogrel. The patient was taken from the angio suite with no neurological deficit. The patient was discharged on (B) (6) 2008 with aspirin and clopidogrel directed. On (B) (6) 2008, the patient expired. The cause of death was unknown. The event was evaluated and determined to be unrelated to the cordis product

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.